Event description:
It was reported that upon deploying a coil within a pcom aneurysm, a small portion remained in the parent artery. The report indicated there was not enough space in the aneurysm for the entire coil. The physician made the decision to leave the remnant and administer aspirin, as the catheter was withdrawn, the coil came out of the aneurysm and floated distally in the parent artery. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as it was reported to not be available. Therefore, the root cause could not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed. The root cause of this complaint cannot be determined.